Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (25 mg/ml at 4.5 mg/day) and bupivacaine (25 mg/ml at 4.5 mg/day) via an implantable pump for non-malignant and chronic low back pain indications for use. It was reported that the patient was admitted to the hospital for tremors. Caller stated the patient went through an MRI and the pump recovered on (B)(6) 2026. However, the patient then went through a second MRI on (B)(6) 2026 and it exceeded the 48 hour mark and it stopped. When the caller interrogated the pump, it showed that the pump stopped for 187 hours and 46 minutes. The pump stalled for more than 48 hours. The patient went through withdrawals on (B)(6) 2026. The patient was shaking and could barely move. The healthcare provider (hcp) gave the patient IV dilaudid, and the patient felt better afterwards. The rep did verify motor stall recovery (B)(6) 2026 after interrogation. The caller was redirected to the patient's hcp to further address the issue. Additional information was received from a manufacturer representative (rep) clarifying the dates and times of the motor stalls. The pump stalled on (B)(6) 2026 at 8:21am and recovered at 8:51am the same day. Pump then stalled again on (B)(6) 2026 at 1:22pm. At 1:22pm on (B)(6) 2026, the stopped pump duration exceeded 48 hours. Recovery was noted on (B)(6) 2026 at 9:14am. Additional actions taken to resolve this issue included replacing the pump. Additional information was received from a manufacturer representative (rep) stating the replacement device resolved the issue.